Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited the tubing during the fill tubing. Customer performed a supply change and the pump declared multiple minimum fill notifications after filling a cartridge with 150 units of insulin. Customer's blood glucose was 291 mg/dl. Reportedly, the customer changed all supplies and resumed insulin delivery.